Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 402 mg/dl. Customer treated with syringe. Customer reported no delivery during bolus correction. Customer reported alarm did not occur during manual prime. Customer was unable to troubleshoot during time of call. The product was not returned for analysis.